Manufacturer narrative:
The subject device was returned and visually evaluated. The guide wire and back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use or having hit a hard structure. The barrel insert at the distal end of the device was found detached from the cannula assembly and not returned with the sample. The tabs that hold the barrel insert in the cannula had been properly crimped, however, it appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records for this lot found no anomalies. This is the first reported complaint of a detached barrel insert for the subject lot of 515 units manufactured in december of 2017. Based on the evaluation of the device, the damaged components on the distal tip were caused by forces applied to the device. The instructions for use (IFU) for the optifix fixation device state: if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as received by the user facility: it was reported that during an unspecified surgical procedure the surgeon attempted to use a bard/davol optifix fixation device and it jammed, misfired and the guidewire bent. There was no patient injury. The subject product was returned with the barrel insert component detached and missing from the device. It is not known at this time when the barrel insert became detached.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.